Manufacturer narrative:
Other applicable component is: product ID :977a290, lot# 0208407617, implanted: (B)(6) 2014, product type: lead.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a290, lot# 0208407617, product type: lead.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins). A clinical diagnosis of lead migration/dislodgment was reported. Device interrogation and device data on (B)(6) 2015 determined it was not able to give stimulation on the correct place. The patient reported that there was no stimulation in the desired (correct) places since a fall. The leads were repositioned on (B)(6) 2015 and the event resolved without sequelae.